Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a cannula issue of with an infusion set. The cannula was crimped. The event occurred on 01-aug-2024. The insertion of the site was the abdomen and on right side under rib cage. Infusion set was used for 6-7 hours. Patient noticed symptoms within 3 or more hours after insertion. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient changed the set and drank the fluids. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.